Event description:
It was reported that the coil was stuck in the catheter's tip during removal. The target lesion was located in the internal iliac artery. A 14mm x 50cm interlock coil was selected for use. During the procedure, it was noted that the coil was stuck on the distal part of the microcatheter. The device was removed normally; however, during removal, it was noted that the coil protruded from the catheter's tip. The procedure was completed with another of the same device. There were no patient complications reported.